Manufacturer narrative:
Our legal team has been in contact with the consumers attorney. We have requested the device be returned to the manufacturer for an investigation. To date, we have not received the device.

Event description:
Per the consumers attorney, the consumer expierienced a serious burn while in use of the product. The consumer received medical attention and is looking for compensation. Our legal dept. Has requested the product be returned so an investigation can be performed. We recieved this claim on 1/18/2021.